Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's transvenous pacing system was explanted due to infection. A temporary right ventricular (rv) lead pacing lead was implanted and the explanted implantable pulse generator (ipg) was repurposed to pace externally. No further patient complications have been reported as a result of this event.